Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2019-03513. During a permanent implant procedure on (B)(6) 2019, the physician was unable to implant the patient's leads. As a result, the procedure was abandoned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference# 3006705815-2019-03513.